Event description:
New information notes that patient condition was stable.

Manufacturer narrative:
The reported event of noise was not confirmed. As received, a complete lead was returned in two pieces. Electrical, mechanical, and visual analysis was normal with no anomalies found.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise on the implantable cardioverter defibrillator (ICD) and right ventricle (rv) and atrial (ra). The physician elected to explant and replace the ICD, rv and ra. The patient condition was unknown.